Event description:
It was reported that during a laparoscopic cholecystectomy, the gasket tore but did not fall into the pt. The procedure was finished with a like device. There was no pt consequence.